Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross access solution was selected for an atrial fibrillation ablation procedure. The physician was removing the ablation catheter from the versa cross sheath when it was noticed a clear thread-like plastic hanging out of the hub. It was pulled and a long piece of it came out. Procedure and device outcome were unknown. No patient complication was reported. Report # (B)(4).